Event description:
It was reported that during a laparoscopic gastric bypass, the generator indicated an error code for the device, which was found to have the active blade broken off. The piece was recovered and there was no adverse consequence to the pt. A like device was used to complete the procedure.